Event description:
It was reported that the patient presented with discomfort from inappropriate muscle stimulation on its left leg. Via chest x-ray imaging, it was confirmed that the leadless pacemaker had dislodged and migrated to its left groin leg. The device was successfully retrieved, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
Reported event of device dislodgement, and muscle simulation were not confirmed. Visual inspection noted blood and body tissue on inner and outer helix as well as outer helix length was within specifications. Further analysis performed showed normal device characteristics. No problem was detected. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.